Event description:
It was reported that the dose port was not working. The customer returned the product for the dose port not working, and during physical inspection it was found that the downstream occlusion (dso) seal was delaminated. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, and the customer problem was duplicated. The pump was found to have a delaminated downstream occlusion (dso) seal. After investigation the results indicated a reportable malfunction due to the delaminated dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal.